Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative (rep) on 2017-apr-13. The rep met with the patient. They noted that surgical intervention was not planned at this time. Troubleshooting included reprogramming and impedance checks. Impedances were all within normal limits and improvements of coverage were achieved with programming. A physician reset occurred and the patient is doing well. No further complications were reported/are anticipated.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative (rep) via a patient who was implanted with a neurostimulator for non-malignant pain. The patient stated that their device has not worked since implant and causes tailbone pain when it was on. On the day of the report it was determined that the patient¿s battery was over discharged. There were no environmental/external/patient factors that may have led to the issue. The rep was unable to stay at the appointment, but would meet with the patient at a future date to jump start. The rep plans to meet with the patient to reprogram and run impedance check after they interrogate the battery. It was noted that surgical intervention was planned but a date was not scheduled. The issue was not resolved at the time of the report, but the patient was noted to be alive with no injury.